Event description:
It was reported that during the procedure the curved impactor failed and the cup could not be removed from the impactor. Another was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: inserter: 0001822565-2023-02902 d10: cat #: 00780402520 / hybrid offset shell inserter / lot # 61841093 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual examination of the returned product identified the shaft and strike plate of the device have impact marks. The threaded tip of the shaft has fractured along with the bolt. When the hex is turned the threads do not turn with it. The bolt is hidden so no photos were able to be taken. Due to the fracture the threads were not evaluated with a gauge. The shell show no visible damage. Due to the shell being used no further analysis was done on the threads. The complaint was confirmed based on the evaluation of the returned products. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.